Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, a metal cord that moved/articulated the prograsp forceps instrument snapped and broke apart. A fragment reportedly fell inside the patient. The customer double checked the inside of patient and performed a post-operative x-ray to see if there were any piece(s) left. No fragments were found. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was found to have a broken grip cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable. Further inspection found no abnormally sharp or damaged components.